Event description:
It was reported that multiple occlusion alarms occurred despite changing supplies. This resulted in the customer's blood glucose level reaching 875 mg/dl, prompting a need for medical assistance. The customer visited the hospital, where they received IV fluids and insulin to address the elevated blood glucose level. There was no reported injury, and the incident was resolved once the occlusion issue was addressed by changing the infusion set and cartridge. However, the customer had not yet been released from the hospital at the time of the report. No ketone testing was conducted, and no further assistance was necessary as the occlusion issues did not recur.